Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the retractor band on main drawer 4.2 was broken, preventing the drawer from opening. The retractor band was replaced, restoring drawer functionality. Both drawers 4.1 and 4.2 were also difficult to push and pull due to damaged rails, requiring replacement of the entire drawer assembly. Drawer 4.2 was fully pulled out and confirmed defective. A new drawer was installed, configured, and tested successfully via hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 failed and would not open. The customer reported that drawer recovery was attempted; however, the drawer remained inaccessible. Additionally, a nurse found a broken piece of the pyxis device inside the cabinet, which was believed to have detached from the unit, suggesting a possible hardware malfunction.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.